Event description:
1/4 (tampon) was stuck inside of me- vagina [foreign body in reproductive tract], tampon broke [device breakage]. Case narrative: consumer reported via e-mail that a tampon broke inside her. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.